Event description:
There is no adverse event associated with this complaint. The pump was returned for investigation of recurrent loss of prime which could not be duplicated. No force sensor issue was discovered. However, during testing the keypad buttons were found to be unresponsive. This report is made based on results of investigation completed on (B)(6) 2012 in which a keypad defect was discovered.

Manufacturer narrative:
(B)(6). This report is made based on results of investigation completed on (B)(4) 2012. The pump has been returned and evaluated by product analysis with the following findings: during investigation, the rewind, load, and prime sequence was successfully completed. Loss of prime events with non-zero force were detected in the history but were not duplicated during testing. Force sensor calibration was measured and found be within specifications. The complaint could not be duplicated. Unrelated to the complaint and unreported by the user were the following issues. The display screen was dim and pink-hued. The keypad buttons were found to be intermittently unresponsive with no damage to the rubber keypad but with contamination found under the contrast and up arrow buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.